Manufacturer narrative:
We were informed that the device involved in this event was disposed by the facility to avoid any contamination. Report# 2 of 2.

Event description:
A report received from a user facility in (B)(6) stated that a patient showed glistening in the main incision after using the e7596, ophthalmic knife. The patient was seen post-op and prescribed an extra high dose of tobradex as a precaution. The patient will be seen again after 6 weeks of treatment.